Event description:
Additional information indicates the system was explanted.

Manufacturer narrative:
The reported event of the ipg being inoperable following a MRI scan was confirmed. As received, the ipg battery was depleted. The battery was recovered and charged normally with a lab charging system, however, the ipg was unable to communicate with the lab patient programmer and further electrical/functional testing could not be performed. Troubleshooting revealed that the voltage regulation (vreg) circuit had a 10.0k-ohm short to ground. The 10.0k-ohm short to ground inhibited the near field transmitter/receiver from communicating with the patient programmer. Further testing could not be performed due to the 10.0k-ohm short to ground in the vreg circuit. There is sufficient information in the MRI clinician's manual regarding placing the ipg in MRI mode prior to the MRI scan and what body areas are approved for MRI scans.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the ipg was inoperable. Surgical intervention may be pending.